Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not returned for evaluation. Performance data were collected from the device and analyzed. A parity error on (B)(4) 2012 was noted.

Event description:
It was reported that the device displayed invalid data possibly due to the patient receiving radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.